Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. On (B)(6)2019 at (B)(6)pm, user requested an 11 unit bolus, manually reducing the bolus amount from the 11.25 units recommended for entered bg of 45 mg/dl and 110 grams of carbohydrates. On (B)(6)2019 at (B)(6)am, user requested a 6.75 unit bolus for a bg of 191 mg/dl and 35 grams of carbohydrates. Basal insulin rates ranged from 0.2 units/hour at night to 0.75 units/hour during the day. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl; cause was unknown. Candy and cookies were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.